Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer: the device was returned together with an innova device, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. A visual inspection was performed and the magic torque device was received loaded inside the innova device; additionally, a remarkable kinked was noted near to the handle of the innova device, factor which can affected the guidewire advancement. In addition, the proximal section of the device is damaged. A dimensional inspection was performed and all the outer diameter measurements are within the specifications. Functional inspection was performed and the guidewire could not be removed from the innova device due to the kink noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID #2134265-2017-02148. It was reported that wire entrapment occurred. The target lesion was located in a totally occluded right superficial femoral artery (sfa). The lesion was pre-dilated with a 4 x 200 mm mustang balloon catheter and then with a 5 x 150 mm lotunix drug coated balloon. A 6 x 100 x 130 mm innova stent was advanced to the lesion and the stent was deployed. During removal, the delivery system wouldn¿t come off of 250 magic torque wire so the physician had to pull the entire system out with the wire stuck inside the deployment system. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-02148. It was reported that wire entrapment occurred. The target lesion was located in a totally occluded right superficial femoral artery (sfa). The lesion was pre-dilated with a 4 x 200 mm mustang balloon catheter and then with a 5 x 150 mm lotunix drug coated balloon. A 6 x 100 x 130 mm innova stent was advanced to the lesion and the stent was deployed. During removal, the delivery system wouldn't come off of 250 magic torque wire so the physician had to pull the entire system out with the wire stuck inside the deployment system. No patient complications were reported.